Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not perform suction and ultrasound did not work.

Manufacturer narrative:
The associated system was examined and the reported event was not replicated. The associated system was tested and found to meet product specifications. The handpiece was also examined and was determined to have met specification, as well. Additional related information was requested but was not provided for review. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).